Manufacturer narrative:
Received: one (1) container 250 ml, 0.9% sodium chloride injection, usp baxter: one (1) extension set, manufacturer unknown. One (1) list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown. One (1) extension set, manufacturer unknown. One (1) list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown. One (1) extension set. One (1) chemolock¿ list# unknown, lot# unknown. One (1) spike, bag chemolock, list# unknown, lot# unknown. One (1) container 500 ml, 0.9% sodium chloride injection, usp. The two ch2000s-c spinning spiros were returned securely connected to the mating devices of the infusion pump. Pressure leak testing of the ch2000s-c spinning spiros and connections did not reveal any leakage or disconnects. Subsequent measurement of the disconnect torque confirmed the mating device interfaces were secure and the spin feature of the ch2000s-c spinning spiros performing properly without damage. The complaint of ch2000s-c spinning spiros becoming detached was unable to be confirmed. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported the spiros cap became detached from the patient while the patient was using the urinal and moving arms around. The customer stated maybe 5cc of etoposide leaked onto the patient's shirt and bedding. The nurse was notified immediately and stopped the infusion. The nurse assessed the patient and bed. The IV was intact, blood return, and the infusion was resumed. The patient's shirts were taken off, patient cleaned, and scrubs were placed on the patient. The device was used for 1 hour on the patient. There was patient involvement, no adverse event and no delay in critical therapy.